Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the instrument noted no abnormalities. Functional evaluation found the instrument jaws to operate properly upon actuation of the handle and pass a grasping test. In addition, the instrument was energized at full power for one minute and applied to test media; the test media was cut with no difficulty. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Lap. Living donor nephrectomy. According to the reporter: during the procedure, the device would not cut well. Another opened to continue the procedure. No patient harm. Procedure: operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device was not recognized by the generator. The device was activated.